Event description:
While priming cadd legacy pump during a new mix, the cadd ext set tubing backed up by the filter and leaked a few drops of medication. Immediately replaced with no issues. No side effects or delay in infusion were experienced by pt. Lot number: 57x242, no exp date. Father holding defective tubing if needed. No further info is known. Dose or amount: 30 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.